Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the submitted mbt rev tibial view plt sz4 confirmed it had broken into two pieces. All pieces were returned. Root cause attributed to the device being worn from normal use and servicing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During inspection, it was noticed that product was damaged.